Event description:
It was reported that during an angioplasty treatment procedure a guidewire fracture occurred. During the angioplasty procedure, the starter guidewire "has done a loop on itself and broke." The physician managed to remove the broken device. The procedure was stopped. It was reported that the patient experienced pain. The patient's status was reported as stable.

Event description:
It was reported that during an angioplasty treatment procedure a guidewire fracture occurred. During the angioplasty procedure, the starter guidewire "has done a loop on itself and broke." The physician managed to remove the broken device. The procedure was stopped. It was reported that the patient experienced pain. The patient's status was reported as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the specimen presents indications of several incidents of column overload and prolapse manifested by the various bends/kinks of varying severity scattered over the length of the specimen. The specimen also presents approximately 1.15mm of the core wire protruding through the outer coil wraps approximately 2.05cm from the distal tip with a concurrent offset coil condition at the core wire penetration. Dried blood-like material deposits are present on and between the coil wraps throughout the length of the specimen. Apparent tissue deposits are adhered to the distal 2.1cm of the specimen. The specimen presents no indication of fracture. The j-form tail angle is relaxed to approximately 140o. Function is compromised by the damage to the specimen and the deposits of dried blood-like material. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).